Event description:
It was reported that this inflatable penile prosthesis (ipp) despite inflating properly, it has been exhibiting deflation issues causing the patient to always have a partial erection. The device remains implanted, and an appointment has been scheduled. No further details were provided.